Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed calibration issues. The technician adjusted the xdcr vte back into specifications and the reported issue was resolved. The device passed all testing and met all specifications.

Event description:
It was reported to vyaire that the vela ventilator experienced transducer faults. The customer confirmed that there was no patient involvement associated with the reported issue.